Event description:
It was reported that the stent was damaged. This innova-china 8 x 80 x 130 stent was selected for use in a biliary stenting procedure. This stent and a non-boston scientific stent were placed parallel in the 30% stenosed, mildly tortuous target lesion. After deployment, angiography showed the stent was only approximately 4 cm long. Therefore, an additional stent was placed to resolve the situation. There were no patient complications, and the patient status was stable.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this innova self-expanding stent system was returned without the stent. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed buckling to the outer sheath at the nosecone. The inner liner was kinked 10cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the stent was damaged. This innova-china 8 x 80 x 130 stent was selected for use in a biliary stenting procedure. This stent and a non-boston scientific stent were placed parallel in the 30% stenosed, mildly tortuous target lesion. After deployment, angiography showed the stent was only approximately 4 cm long. Therefore, an additional stent was placed to resolve the situation. There were no patient complications, and the patient status was stable.